Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation will be initiated once product is received. Upon completion of the investigation, a follow up /final report will be submitted.

Event description:
It was reported that the dermatome cut to a different depth than the one it was set to. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device cuts to a different depth than the one that was set to. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) once as documented in the repair reports in livelink. The last repair was april 27, 2012 where it was reported that the device needed serviced and calibrated and the ball detent, head, control bar, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome by medicrea was not performed since the device has not been returned at the time of this investigation for evaluation. Repair of the air dermatome was not performed by medicrea since the device has not been returned at the time of this investigation for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device cutting a different depth cannot be specifically determined with the provided information since the device was not returned. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action. Not returned to manufacturer.